Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported delayed keypad response which was reproduced. The delayed keypad response was verified and found to be caused by a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a delayed keypad response. There was no patient involvement. No additional information is available.